Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "head ball and liners separated inside the pt acetabulum."